Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the usm to resolve the error 3126. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer reported disabling the universal surgical manipulator 3 (usm) due to an error message. The system was power cycled, and the surgeon resumed use. Intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the live logs showing errors on the usm3 of 31226 errors in logs. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter indicated the usm had frozen. The system functionally was checked upon powering on the system. The system powered on with errors. The customer disabled arm 3 and completed the procedure robotically. No harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator was analyzed and found the reported failure was able to be replicated. The unit came in with a reported (error 31226) with a node of ac_3c and a p1=1 and was confirmed of occurring in the field via logs and replicated in-house. The unit was tested on an in-house system in normal mode and failed triggering 31226. The unit also was tested on the pftp, and it failed on fiber test pointing to the clock spring. A golden fiber was installed, and the fiber tests passed on retry for the clock spring. The original fiber was reinstalled, and the failure returned. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.